Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. However, three photos of the sample were provided. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the investigation is lot number unknown. Investigation summary: the device was not returned for evaluation three photos were provided for review. The three photos showed different angles of the damaged device in a clear plastic bag, kinked to fit in the bag. The balloon was bloody and fully deflate. Based on the photo review, balloon rupture is inconclusive. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured. There was no reported patient injury.